Event description:
The company representative confirmed on (B)(6) 2014 that the ins was replaced because there was no communication with the 8840 or patient programmer. The patient was doing well and good coverage has resumed with her new ins.

Event description:
It was reported that a patient was not able to turn stimulation on with her patient programmer. It was noted that there was a problem with the patient programmer and the patient got a poor communication screen on the patient programmer when trying to turn stimulation on. It was reported that the implantable neurostimulator (ins) was charged and the patient had not had issues communicating when using the recharger. It was later reported that the patient programmer would not work with either antenna. The next day, it was reported that the patient was not able to adjust stimulation and her patient programmer stopped working well about a month ago. It was noted that the patient was seeing the poor communication screen, and when the patient received a new programmer she was still seeing the poor communication screen. The patient tried using the programmer without the antenna and was still seeing the poor communication screen. It was reported that the recharger said that the device was full. The first patient programmer was analyzed and no significant anomaly was found. The face place was scratched and the antenna jack was resoldered as a preventative measure. It was later reported that the patient was sent a new patient programmer and the antenna still didn¿t work. A new antenna needed to be sent. It was later reported that the patient did not have concerns with her device or therapy and she received assistance from her doctor or manufacturer representative and her concerns were resolved. It was noted that the patient had an appointment on 2013 (B)(6). Additional information received reported that the patient had her ins replaced and a manufacturer representative wasn¿t able to interrogate the device when the patient was seen prior to the ins replacement. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 7743, serial# (B)(4); product type programmer, patient product ID 37092; product type accessory product ID 355029 lot# n123031, implanted: 2009 (B)(6); product type accessory product ID 37083-20, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID *unkn-ld, serial# (B)(4), implanted: 1993 (B)(6); product type. (B)(4).